Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an altitude alarm occurred. Reportedly, the customer was able to clear the alarm and resume insulin therapy. Additionally, it was reported that the customer was unable to charge the pump with the usb cable. Reportedly, the usb cable was broken. The customer had an alternate cable available. The customer's blood glucose level was 126 mg/dl.